Manufacturer narrative:
A field service engineer (fse) was dispatched. On (B)(6) 2016, fse conducted follow-up with the customer over the phone to address the reported event. Fse performed troubleshooting with the customer to guide them through the removal of the black, two-piece ferrule and replacement with a single piece bage ferrule. Additionally, the pre-column filter was also changed, since this was the cause of the separation of the two piece ferrule. The pressure and flow were tested and the customer was able to restore normal operation with no further reports of high pressure or leaks. The customer was also provided the part numbers for package of the bage ferrules. No further action was required by fse. The most probable cause of the reported event was due to a ferrule lodged in prefilter housing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer reported leaking from the prefilter, wing nut/ ferrule failure, and high pressure with their g8 analyzer. The customer stated that the filter had been replaced twice, but the ferrule had separated from the peak tubing and was coming out of the wing nut. A field service engineer (fse) was dispatched to address the reported event. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event. The reported issue with their g8 instrument has the potential of a delay in reporting patient results for hba1c assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.